Event description:
Physician was placing a right subclavian triple lumen catheter in patient. After physician had placed catheter, she attempted but was unable to draw blood. The physician started withdrawing the catheter. After withdrawing to desired level, the physician attempted to place the guidewire back into the catheter to readvance the catheter. Physician then stated that the guidewire was bent. Physician then withdrew the catheter completely from patient's subclavian area. Upon inspection of catheter, a section was noted that was sheared open. Patient was assessed and x-ray completed to see if any of the catheter was in patient. No foreign objects were seen.